Manufacturer narrative:
(B)(4).

Event description:
During a left four level thoracic ablation procedure, a patient burn occurred. A neurotherm grounding pad was placed on the right mid-back just below the scapula on a non-hairy patient with clean and dry skin. When the grounding pad was removed, a burn was noted at the site of the grounding pad which was 15cm x 22cm in size. The skin was reddened with two areas categorized as second degree burns. The burn was initially covered with tegaderm and the wound care clinic later removed the dressing and provided a honey cream. The patient is healing well.

Manufacturer narrative:
(B)(4). The results of the investigation concluded that the device functioned as intended during a simulated lesion test. The presence of a hair-like foreign material on the grounding pad is consistent with placement of the grounding pad over hair. The rf disposable grounding pad instructions for use (IFU) warns ¿avoid placement over scars, bony prominences, prosthesis, hair, or ECG electrodes. Failure to achieve good skin contact by the entire surface of the grounding pad may result in significant electrosurgical burns at the pad location¿. The cause of the reported patient burn is consistent with improper placement of the grounding pad.